Event description:
The patient received an scs system, including an ipg, on (B)(6) 2008. It was reported the patient experienced pain at the ipg pocket site when using the stimulation. The ipg was explanted and replaced. During the explant, the physician noted the device had "sunk" to a deeper implant depth than was originally implanted. It is unk whether the explanted ipg will be returned. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.